Manufacturer narrative:
The 14fr esheath was returned for examination. A visual examination found that the the dilator was slightly curved, and the sheath shaft was kinked and twisted at 13cm from the strain relief with 4cm of the vessel tissue wrapped around the sheath shaft, immediately proximal to the kinks/twist, and liner bunching proximal and distal to constrained and kinked/twisted regions, the c-marker was attached to the hdpe and a small hole was observed 4.5 inches from the distal tip. Functional and dimensional testing was unable to be performed due to the nature of the returned device. Provided imagery was reviewed the revealed the following: post-procedural device imagery showed the esheath kinked and twisted with the liner bunched up. The access vasculature showed calcification and tortuosity. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u, device preparation manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath liner delamination and sheath distal tip split were confirmed based on the evaluation of the returned device and provided imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "during the procedure, while advancing the valve through the sheath the push force was high, the esheath must have burst during valve advancement. The caliber of the spaien 3 ultra caused the esheath to burst. The valve was successfully implanted. After valve deployment, there were difficulties to withdraw the delivery system balloon through the esheath, it was finally retrieved into the esheath but the esheath was blocked. Finally, it was able to remove the delivery system from the esheath." Per review of provided imagery, calcification, and tortuosity were present in the patient's access vessels. A post-procedural device image showed the sheath kinked and twisted with the liner bunched up proximal to a piece of vessel tissue wrapped around the sheath shaft. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification." Tortuosity and calcification can subject the sheath to sub-optimal angles that can lead to the non-coaxial advancement of the delivery system. Non-coaxial advancement increases friction between the delivery system, crimped valve, and sheath, which can lead to increased resistance, requiring a high push force to navigate. Calcification and tortuosity could have physically constrained the delivery system and contributed to non-coaxial withdrawal angles between the delivery system and sheath. Non-coaxial retrieval can cause the delivery system to catch onto, or interact unfavorably, with the sheath tip, liner, and shaft, and lead to the observed damage, including the tip split, liner delamination, and kinking/twisting of the shaft. If excessive manipulation was used to overcome the withdrawal difficulty, this could have also contributed to the observed sheath damage. In this case, available information suggests that patient factors (calcification, tortuosity) and procedural factors (non-coaxial withdrawal, withdrawal difficulty, excessive manipulation) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective actions are required.

Event description:
As reported by our edwards affiliates in france, during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the implanter was having difficulties withdrawing the balloon into the esheath, the balloon was finally retrieved into the esheath but the esheath was "blocked". The valve was successfully implanted. However, the patient had a vascular complication, and a 4-hour vascular intervention was performed. The patient expired in the evening. Patient demographics were requested but are unable to be obtained. The esheath was returned for examination and the preliminary findings found that sheath's distal tip split and folded over itself. The liner was delaminated in two different areas and the hdpe was found twisted at 9cm from the distal tip next to the vessel. The perceived cause of the event is that the esheath is not adapted for the sapien 3 ultra.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-12503. The investigation is ongoing.